Event description:
It was reported that pen ndl 31g 8mm 90 count mail order only was missing label information. The following information was provided by the initial reporter: material no. Batch no. Verbatim: consumer wanted to know if she can still use her pen needles. Stated, she has one box left that was never opened.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. The customer's address is unknown. (B)(6) has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 31g 8mm 90 count mail order only was missing label information. The following information was provided by the initial reporter: material no. Batch no. Verbatim: consumer wanted to know if she can still use her pen needles. Stated, she has one box left that was never opened.